Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings:the pump powered on normally with functional auditory and vibratory features. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked, there was moisture behind the display lends, and the display was dim, fading, and discolored. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was moisture corrosion found on multiple internal pump components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.(B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.